Event description:
The account stated that an initial architect ausab result of >1000 miu/ml was generated on a sample that was part of a staff health check. The sample was then run with auto dilution and was >150,000 miu/ml. The account felt the results did not match the clinical symptoms. Testing was performed with esplain and the results were negative.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No patient sample or reagent was returned for investigation. In order to investigate the complaint an in-house file sample of architect anti-hbs reagent lot 70440lf00 was tested. All validity and acceptance criteria were met. In addition, a review of the manufacturing and testing records for lot 70440lf)) was performed. This review did not reveal any events or issues that may have impacted the performance of the material. Customer complaints were reviewed and no adverse trends were identified. The architect anti-hbs reagent package insert was reviewed and was found to adequately address the issue of inconsistent results. The package insert also states "quantitative values obtained using alternative assays may not be equivalent and cannot be used interchangeably. A new baseline, using the architect anti-hbs assay, should be established when monitoring vaccines." No deficiency / malfunction was identified. This is the final report.